Event description:
Customer's nephew reports back to back testing on the same meter while using the advantage system with results of: 224mg/dl and 116mg/dl; 116mg/dl and 331mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.